Event description:
It was reported by service report that the bed has a load cell error. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cell. Conclusion: one load cell has been replaced, the second load cell has been ordered for replacement.